Event description:
The initial attorney report alleged severe pain due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004, laparoscopic repair of incisional ventral hernia with composix kugel mesh. On (B)(6) 2005, ileal conduit. There is no operative report for this procedure. On (B)(6) 2005, presents to the ER she is nauseated with vomiting and hematemesis. On (B)(6) 2005, exploratory laparotomy, lysis of adhesions, resection of previous side to side ileal anastomosis, hand sewn ileal side to side anastomosis, repair of ileal conduit, approximation of urostomy to skin edges, removal of mesh, and repeat urostomy stomal maturation. On (B)(6) 2005, office visit notes, the pt had complications from the ileal conduit procedure performed on (B)(6) 2005 including a return to the operating room for repair, septic shock, and coma.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. There is no indication in the medical records provided that a device failure occurred. The operative report from (B)(6) 2005, does not give detail in regards to the mesh explant; however, there is an addendum in the operative dictation stating that the previously placed composix kugel mesh was removed during this procedure. It appears the mesh was excised as a result of complications with the ileal conduit procedure performed on (B)(6) 2005. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.